Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced instances of urinary incontinence when getting up from a seated position from a car. It was noted the device had otherwise performed as intended. The patient was referred to their physician should the instances continue to occur or worsen. No further patient complications were reported.